Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a right-side transfemoral tavr procedure with a 29mm sapien 3 ultra resilia valve in the native aortic position, the valve would not advance past the femoral head. The whole system was removed (esheath+, commander delivery system and valve) and a new system used. The second valve was successfully implanted without issues. Per report, there was no vascular injury and the patient was transferred to the intensive care unit (ICU) in stable condition. Upon removal, it was noted that the valve strut was protruding from the first esheath+. During pre-decontamination evaluation of the returned esheath+, it was discovered there was a "liner strand 0.5" long", "multiple hdpe strands" and that the "crimped [valve was] exposed through strain relief".

Event description:
Additional information discovered during pre-decontamination of the returned device: it was revealed that a strand of the hdpe (high-density polyethylene) material was detached from the esheath+ shaft.

Manufacturer narrative:
Note: initial MDR submitted on july 03, 2024 should have indicated g3 date received by manufacturer as june 10, 2024 (not june 11, 2024). The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was returned for evaluation. The returned devices were visually examined and revealed the following: the 29mm commander delivery system (ds) was partially inserted into the 16fr esheath+ (sheath), full loader assembly over the flex shaft and unlocked in valve alignment position. There is strain relief damage and the crimped valve is exposed through the strain relief. The sheath liner is unexpanded, the sheath distal tip unopened, and there is a curvature observed on the sheath shaft. The valve frame is damaged with one bent strut at inflow side, and the frame distorted. The sheath liner under strain relief has a tear 0.75inches in length, with a liner strand 0.5inches long, and multiple hdpe (high-density polyethylene) strands. Engineering was able to advance the ds through the sheath, the liner expanded and the distal tip opened as designed. There were no missing pieces noted on the distal tip and no distal tip split. An hdpe strand separated from the sheath shaft. Imaging of the patient screening imaging provided revealed a pre-existing stent graft in the abdominal aorta and the right side transfemoral access vessel has presence of calcification with tortuosity at the area where resistance was reported. In this case, the complaints were confirmed per evaluation of the returned devices. An existing technical summary captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. The root causes identified in the technical summary were reviewed and the following were identified as applicable to this event: tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. The presence of tortuosity and calcification can create a challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions by creating a challenging pathway and increase the likelihood of encountering resistance during delivery system advancement through the sheath. It is possible that additional device manipulation to overcome the resistance may be applied during the procedure resulting in damage to the sheath. Additionally, it is possible that the devices were not coaxially aligned during advancement of the delivery system through a challenging pathway. This can lead to the crimped valve catching onto the sheath hdpe, liner, and/or strain relief and lead to tears during advancement difficulty with high push force. Additional device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. The increased push force likely led to the damaged hdpe material to fully separate from the sheath shaft. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support thatg is unlikely that a manufacturing non-conformance contributed to the complaint. As such, available information suggests that patient factors (calcification, tortuosity) may have contributed to the reported resistance, procedural factors (valve caught on liner, high push force) may have contributed to the liner tear and liner strand, and other procedural factors (valve caught on sheath, high push force) possibly contributed to the sheath puncture and sheath damage. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.